Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number 3006705815-2020-00531. It was reported that the patient had a fall. X-ray were taken which determined that the patient¿s leads have migrated. As a result, surgical intervention took place on (B)(6) 2020 wherein the patient¿s leads were revised. Therapy has been restored post-op.